Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion started to alarm that the cartridge is removed during infusion. Therapy was provided using a backup pump and a replacement was issued. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, the customer's reported problem was verified. Inspected the pump and during power up, it alarmed cartridge removed. Further investigation of the pump found that the rear housing was damaged and was the root cause of the issue. Service will replace the rear housing to correct the reported issue. Service will also replace the front housing as part of the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.